Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned sterling balloon revealed some contrast in the wire lumen and balloon. Inspection of the balloon revealed a pinhole on the balloon wall material 12mm from he distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was in the moderately tortuous right external iliac artery (eia). Upon the first inflation, the 6.0 x 40/80 sterling balloon ruptured at 12atms. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was in the moderately tortuous right external iliac artery (eia). Upon the first inflation, the 6.0 x 40/80 sterling balloon ruptured at 12atms. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.